Manufacturer narrative:
Additional narrative: device used for treatment not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. No part nor lot numbers were provided. The piece provided is the head of a screw with approximately one thread remaining of the shaft. The head profile, hex drive, and minor diameter of approximately 3mm suggests that this may belong to the 214.8xx family of screws. The hex is very lightly marked on the hex walls. All of the marks are to the left of center consistent with driving the screw clockwise. The top of the head and the band are in good condition. The bottom of the head has some minor bands of galling. The remains of the partial thread are lightly damaged. Due to the type and extent of damage incurred, and also because no part nor lot numbers were provided, no conclusion can be determined from a manufacturing standpoint.

Manufacturer narrative:
Product development evaluation was conducted. The information contained in the report is insufficient to determine the cause of the screw failure. The screw design including cross section analysis were reviewed and determined to meet the intended use.

Event description:
Patient initial implant on (B)(6) 2012 and the first revision was on (B)(6) 2012. Consultant reports during routine follow up after first revision, x-rays taken on unknown date revealed three 3 of the six 6 screws were broken. Patient was returned to o.r. On (B)(6) 2012 for removal of all hardware. Patient was revised to a 10-hole plate, 224.601 and eight screws, five of which are locking screws. This is 3 of 4 reports for this event.